Event description:
The customer returned the bronchofibervideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that due to adhesive peeling around bending tube, that the connection between bending section and distal end is detached. There was no patient involvement.

Manufacturer narrative:
B3: olympus detected the issue during device servicing; therefore, there is no information regarding the customer reported event date. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.